Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding this observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others, but a root cause could not be established from the information available. Also, various factors can affect valve positioning, such as patient anatomy or physician experience, and the cause of the high placement could not be determined with the limited information available. A second valve was implanted successfully with no adverse patient effects. (B)(4).

Event description:
Medtronic received information via warranty form that during the implant of this transcatheter bioprosthetic valve, the valve dislodged as it was placed too high. A second valve (valve in valve) was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.